Manufacturer narrative:
Correction: h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during doctor's operation, the guidewire could not slide inside the sheath or could not be advanced. The guide wire was stuck. There was no occlusion. No excessive force applied on the product. The guide wire did not separate into two or multiple pieces. The guide wire used was the one included in the kit. They did not pay attention with dimension issue. Nothing unusual observed on the device prior to use. They flushed the puncture needle and had no abnormality. No excessive force use on the device. No other products being utilized with the device. They pulled the guide wire out with the puncture needle. The product was replaced as intervention with the same product ID (identifier) on the same day and the procedure was completed. There was increased in surgical time and in surgical risks. There was no blood loss. The patient was in stable condition right after the event. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during doctor's operation, the guidewire could not slide inside the sheath or could not be advanced. The guide wire was stuck. There was no occlusion. No excessive force applied on the product. The guide wire did not separate into two or multiple pieces. The guide wire used the one included in the kit. Nothing unusual observed on the device prior to use. They flushed the puncture needle and had no abnormality. No excessive force used on the device. No other products being utilized with the device. The customer did not notice whether the dimension(s) of the catheter/puncture needle and the guide wire match what was indicated on the label. The customer did not notice any size issues. They pulled the guide wire out with the puncture needle. The product was replaced as intervention with the same product ID (identifier) on the same day and the procedure was completed. There was increased in surgical time and in surgical risks. There was no blood loss. Blood transfusion was not required. The patient was in stable cond ition right after the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during doctor's operation, the guidewire could not slide inside the sheath or could not be advanced. The guide wire was stuck. There was no occlusion. No excessive force applied on the product. The guide wire did not separate into two or multiple pieces. The guide wire used the one included in the kit. Nothing unusual observed on the device prior to use. They flushed the puncture needle and had no abnormality. No excessive force used on the device. No other products being utilized with the device. The customer did not notice whether the dimension(s) of the catheter/puncture needle and the guide wire match what was indicated on the label. The customer did not notice any size issues. They pulled the guide wire out with the puncture needle. The product was replaced as intervention with the same product ID (identifier) on the same day and the procedure was completed. There was increased in surgical time and in surgical risks. There was no blood loss. The patient was in stable condition right after the event. There w as no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during doctor's operation, the guidewire could not slide inside the sheath or could not be advanced. The guide wire was stuck. There was no occlusion. No excessive force applied on the product. The guide wire did not separate into two or multiple pieces. The guide wire used the one included in the kit. They did not pay attention with dimension issue. Nothing unusual observed on the device prior to use. They flushed the puncture needle and had no abnormality. No excessive force use on the device. No other products being utilized with the device. They pulled the guide wire out with the puncture needle. The product was replaced as intervention with the same product ID (identifier) on the same day and the procedure was completed. There was increased in surgical time and in surgical risks. There was no blood loss. The patient was in stable condition right after the event. There was no reported patient outcome.